Event description:
It was reported that a revision surgery was required due to wound leakage, possible infection.

Manufacturer narrative:
This incident had been previously reported under MDR 1020279-2014-00380. Please disregard MDR 1020279-2014-00394.